Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the wand was successfully used for interrogation and diagnostics of a new model 106 generator that was implanted. Following diagnostics, heart rate detection testing was attempted but no response was received with setting 1. Upon attempting other settings 2 - 5, the heart rate jumped quickly to various numbers but was sporadic and extremely high at times (200, 175, 82, 190 beats per minute). At that time, the surgeon was asked to move the generator to another location within the pocket. Heart rate testing was again attempted in the new location. Heart rate was detected but was double of what the heart rate monitor showed. When the heart rate detection was attempted in the 3rd pocket position, a "retry" message was received indicating that the wand and tablet were not communicating. The tablet was restarted, the usb cable was changed, and the 9v battery was replaced but test was still unsuccessful. Another tablet was used with the same wand but this did not resolve the issue. Then, the surgeon chose to implant another m 106 generator, which was successfully able to be interrogated and detect heart rate. A review of device history records for the generator shows that no unresolved non-conformances were found. The suspected generator was returned but analysis of the device has not been completed to date.

Event description:
Additional information was received that the pre-surgical evaluation was not performed. The surgeon was informed of the need of the pre-surgical evaluation to be completed prior to m 106 implant surgery.

Manufacturer narrative:
Describe event or problem, corrected data: previous supplemental MDR inadvertently did not include specific failed parameters identified via product analysis.

Event description:
Previous MDR did not include specific failed parameters. These include the r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. These failures are consistent with the known manufacturing error identified to be due to the leakage paths on the pcb.

Event description:
Further analysis was completed on the generator. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcb. The pulse generator module was subjected to an electrical test. Results show that the pulse generator module failed several electrical tests. After the pcb trimmed edge was cleaned the pulse generator was reassembled (with the original battery, case, and header) and a final electrical test was performed. Results showed that the generator performed according to functional specifications. Sense settings one through five were re-evaluated to determine to what effect the removal of the contaminates from the pcb trimmed edge would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (2.0 seconds to 3.0 seconds) after cleaning. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing no r-wave detected may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of undersensing.

Event description:
Analysis of the returned generator showed no visual anomalies. Interrogation and system diagnostics were performed successfully with normal results. The sensing functions of the pulse generator were exercised and showed that the sensing functions of the pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Furthermore, heartbeat detection test results that were documented during manufacture of the generator were retrieved to compare with those values obtained during analysis of the returned product. There were no appreciable differences in threshold detection levels between the two data sets.